Event description:
An altitude alarm was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, though the specific value was unknown and displayed as "high." The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support decided to replace the pump and instructed the customer on how to use the replacement pump, which includes updated software. The customer was informed of the steps to return the problematic pump and acknowledged the instructions provided by technical support.